Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification when loading a cartridge with 100 units of insulin. The customer's blood glucose level was 198 mg/dl. Reportedly, a cartridge was loaded onto the pump after the customer obtained additional supplies.